Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the defibrillator was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative evaluated the device at the customer's site. The device was tested with no discrepancies found. It was determined by review of the device activity logs that the device was set to pacer mode at the time when electrode pads were being applied. When the device is set to "pacer" mode, the lead selection is restricted to leads I, ii or iii. The device was functioning to specification. Analysis of reports of this type has not identified an increase in trend.